Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the locking adjustment handle was returned separated from the device. Dimensional inspection: not performed as the device was returned in two pieces and therefore will not meet dimensional specifications. Functional inspection: not performed as the device was returned in a broken condition and therefore is non functional. The investigation determined the root cause of the event to be a manufacturing non-conformance due to lack of press fit. There is no indication at this time that the design, or materials, of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Was impacting the triathlon baseplate when the locking release broke off. This didn't affect the surgery or the patient. Was still able to unlock to release from the baseplate.

Event description:
Was impacting the triathlon baseplate when the locking release broke off. This didn¿t affect the surgery or the patient. Was still able to unlock to release from the baseplate.